Event description:
It was reported to boston scientific corporation, that a endovive initial placement gastrostomy kit was used during a percutaneous endoscopy gastrostomy procedure, performed on (B)(6) 2009. According to the complainant, a few days after the procedure, the device began to leak nutrition right after the feeding adaptor was removed. The supplement was gushing and soaked the patient's bed. The device was replaced the following week with an initial placement device, and the patient is currently using the old adaptor for feeding without incident. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).